Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak due to a transfer set that disconnected from the patient line of the homechoice cassette. This occurred during fill four of six of peritoneal dialysis therapy. Renal therapy services (rts) advised to reach out to the nurse and assisted the patient in ending therapy. Rts advised to inform their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. The transfer set remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.